Event description:
It was reported that the generator was replaced on (B)(6) 2013 due to end of service. The generator was returned for analysis. Product analysis confirmed that the device's battery was partially depleted (battery status indicator was showing ifi=yes), and the battery voltage measured 2.745 volts (at ifi) during the final electrical test. The electrical test results showed that the pulse generator performed according to functional specifications. The generator internal memory was also reviewed as part of the analysis, which revealed that the diagaccumconsumed (charge accumulation) memory location indicated 60.106% of the battery had been consumed. Comparison of the electrical test results specific to the battery voltage and the charge accumulation information in the generator internal memory indicated a discrepancy between the two values (i.e. Battery voltage during fet 2.745 volts and data in the diagaccumconsumed memory location showing 60.106% charge consumed). The generator was opened for analysis. Additional electrical testing revealed no anomalies relating to the battery voltage or the charge accumulation. The discrepancy between the charge accumulation % and battery voltage was not determined during product analysis of the device. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A subsequent review of the generator programming history during the time the device was implanted revealed programming history from date of implant ((B)(6) 2008) through (B)(6) 2012. Further review of the programming history revealed the generator was interrogated on (B)(6) 2012, and the device was disabled (0ma), due to "vbat<eos threshold". Review of the generator internal memory from that date indicates that the battery voltage was at 2.950 volts (not at eos threshold). The output current was programmed back on at this office visit and diagnostic testing revealed normal device function, and the battery status indicator was not at eos. There were no anomalies noted from the previous office visit which had occurred on (B)(6) 2011 as noted in the programming history. At that time the vns settings were noted to be 1.75ma output current/30hz frequency/750 usec pulse width/60sec on/5 min off. Using the battery life estimation information within product labeling and assuming that the device was programmed to the same output settings the approximate time from beginning of life to the time the device would reach an ifi yes battery status is approximately 8 years. Given that the device was explanted on (B)(6) 2012 (approximately 4.5 years after implant), the low battery voltage as measured in the product analysis lab was achieved earlier than expected. In addition, the pulse disablement due to "vbat<eos threshold" that was seen during the (B)(6) 2012 office visit as noted in the programming history was unexpected. Review of the generator device history record revealed the device passed all specifications, all operations were completed and signed off, and there were no unresolved non-conformances prior to final release. Review of the trim values for battery voltage measurement established during manufacturing revealed no anomalies in the trim values. A previous investigation was initiated in response to receipt of "vbat<eos threshold" warnings that were received around the date of generator implant. The root cause of the condition was determined to be the result of a generator asic latch-up condition precipitated by the use of electrocautery or electrostatic discharge from the hex screw driver during the implant procedure. However, the pulse disablement due to vbat<eos threshold in this generator did not occur at the time of implant. At this time, attempts to the treating physician for additional information have been unsuccessful to date as the physician declined to give any information. Therefore, it is unknown if exposure to electrocautery may have been a factor in this situation as no additional information has been made available from the physician regarding the time period between (B)(6) 2011 - (B)(6) 2012 when the disablement occurred.

Manufacturer narrative:
The discrepancy between the diagconsumed value and battery voltage was not determined. There were no adverse functional, mechanical, or visual issues identified with the returned generator.